Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected an unexpected hardware reset error alarm or blank display noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected low battery alert, power loss alarm, replace battery alert, replace battery now alarm or failed battery test alarm noted during testing or in the device trace download. Device was received with scratched case. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a battery failed alarm. The customer¿s blood glucose level was 141 mg/dl. The insulin pump will be returned for analysis.